Manufacturer narrative:
Review of the pcu event log confirmed the customer¿s claim of a receiving a ¿bolus complete¿ alert without delivery of the programmed bolus. During lab testing, the event failure of receiving a ¿bolus complete¿ alert without delivery of the bolus, and a premature ¿infusion complete¿ alert, was replicated multiple times. During testing, the condition could only be replicated by running an infuse-all infusion, with a pressure disc, and following a patient pressure alarm. The cause was determined to be a software anomaly, which could be avoided by disabling ¿all mode¿ in the guardrails dataset. With ¿all mode¿ disabled, the user must enter the vtbi when programming an infusion. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reports false alarms with the syringe modules when used with the critical care profile for continuous infusions. They are unsure, but staff feels this may be related to use of the pressure sensing disc. The alarms include infusions complete when there is still a significant amount left in the syringe and syringe empty alarms right after a new syringe has been installed. In this specific case, a hydromorphone infusion running at a rate of 0.88 ml/hour in the ccu was programmed to administer a bolus. The pump alarmed that the bolus was complete but there was no bolus administered. The pump then alarmed infusion complete. The syringe was removed, reinserted, and the pump was then reprogrammed. The pump alarmed occlusion and the user pressed restart in response. The infusion restarted, the bolus was reprogrammed, and the medication was administered successfully. There is no report of patient harm.